Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment.representative reported that the issue was due 5 vdc drift. Readjusting the voltage of the imaging system resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.no parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure after booting up, the image acquisition system (ias) of imaging system was beeping. Site mentioned that the system was plugged in. System was rebooted two times and on the second reboot the issue was resolved. Issue was discovered when setting up for a case. There was no patient present at the time of the issue.